Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01384, 0001526350-2023-01385. This medwatch is being filed to relay additional information. The following sections were updated/corrected: b2, b4, b5, d4, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record determined the device failed the sample mesh test during evaluation. The comb and bottom roll were damaged and the device was out of calibration. The comb and bottom roll were replaced and the device was recalibrated properly and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: france. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported by a medical professional that on (B)(6) 2023 the mesher plate blocked and did not cut properly. The skin graft was unusable. An additional unplanned skin graft was required from the patient and there was a 16 to 30 minute delay in procedure. Due diligence is complete and no additional information is available. No additional consequences have been reported as a result of this malfunction.